Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient entered bg values outside the 40¿400 mg/dl (2.2¿22.2 mmol/l) range, which is misuse of the device. On (B)(6) 2026, it was reported that the patient went hiking on (B)(6) for multiple days with friends. The patient experienced nausea and was vomiting continuously on (B)(6) 2026 and there was no bg taken at this time. The dexcom was indicating her readings were within normal range. The friends took the patient to hospital on (B)(6) due to previous night vomiting. She was admitted to hospital and the bg reading was 23.7 mmol/l and the cgm reading was 7.2 mmol/l. The patient was treated with insulin ivs and IV fluids. The patient was discharged on the (B)(6) 2026 (more than 24 hours) as she was feeling okay at the time. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.